Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Note: for recent claim please refer to manufacturer report number1645337-2020-08671, and 1645337-2020-08672. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unknown saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacements as follow: left replaced with cat#: 3501660 sn#; (B)(4), and right side replaced with cat#: 3501660 sn#: (B)(4) on (B)(6) 2013.